Event description:
It was reported during following ablation procedure that implantable cardioverter system exhibited no atrial or ventricular capture and no sensing. High pacing impedance was noted on the atrial lead and high pacing and defibrillation impedance on the right ventricular lead. The system was reprogrammed and high therapies were disabled. No further intervention was reported. The patient was stable.